Event description:
(B)(4). I currently do not have any medical coverage. I want this device out of me. In fact what I really want to make sure the nightmare is ended, is a hysterectomy. I think bayer should pay for any costs that would be required for pre-visits, the surgery, and post-visits. I can't live like this anymore.

Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2008. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2009. This is a list of my side effects and symptoms that I have experienced due to essure. Cramping, sharp/stabbing pelvic pain, abnormal menses, period stops, discharge w/ odor, hot flashes, excessive bleeding during period, painful ovulation, night sweats, loss of libido, painful periods, bleeding between periods, early menopause, incontinence, long menstrual cycles, sexual dysfunction - unable to feel orgasm or pleasure, lack of menstrual cycle, urgent/frequent urination, uti's, itching, burning, stinging, stabbing of vaginal entrance, breast pain/tenderness, abdominal spasms/twitching/fluttering, back, leg, breast, spine, and all over body pains, nausea, vomiting, gas, constipation, severe bloating, heartburn, bowel issues, migraines (very frequent), dizziness, numbness, tingling sensations, brain shocks, nerve pain, brain fog, forgetfulness, anxiety, panic attacks, mood swings, seizures (diagnosed as epileptic now), depression, thoughts of suicide, attempted suicide, ringing in ears, diminished brain function, confusion, cloudiness, short term memory loss, forgetfulness, mood disorders, ptsd, numbness/tingling in extremities, tremors, shakiness, dizziness, iron deficiency, high blood pressure, vitamin d deficiency, unexplained/easily bruising, hypoglycemic, skin itching/irritation, heart palpitations, hair loss, dental issues, insomnia, weight gain, sleep apnea, swelling of legs and feet, muscle spasms, excessive sweating, dry skin/hair/eyes, severe bloating. I have been seen by a few doctors. I have been diagnosed with the following conditions hypoglycemia, depression, ptsd, anxiety, epilepsy, panic attacks. The device is still inside of me.